Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. However, right after the sterile packaging was opened, the medical team identified that the tip coating was peeling off. The medical team confirmed that there was no exposed internal parts or lifted/sharpened rings. A different sheath was used in the procedure. The procedure was completed without patient's consequence.

Manufacturer narrative:
On 15-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - medium. However, right after the sterile packaging was opened, the medical team identified that the tip coating was peeling off. The medical team confirmed that there was no exposed internal parts or lifted/sharpened rings. A different sheath was used in the procedure. The procedure was completed without patient's consequence. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed in accordance with j&j medtech procedures. Visual analysis revealed that the shaft and tip of the device were bent, no other damage or anomalies were observed. A device history record evaluation was performed for the finished device number 60000499 and no internal actions was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The bent tip and bent shaft conditions could be related to the handling/shipping of the device after the procedure; however, this could not be established conclusively. The bent tip and bent shaft conditions are unrelated to the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j medtech 's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).